Event description:
While using a byte day aligner, patient experienced the right side of their aligner cutting their tongue in the back. They also report that it is not fully secure on the last crown.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.